Event description:
It was reported that during a gastric bypass procedure, on the last firing in the angle of his with a gold load, the proximal and distal staples formed but the middle third did not form at all. Surgeon fired again laterally with success to complete the case with the same stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? Yes, gore. Was the instrument fired across or near an existing staple line or clip? Yes. Sleeve case. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No if yes, how was the device removed from the tissue? Was there any damage to the tissue?